Event description:
During a l5-s1 portion of a surgical procedure called a "lumbar percutaneous discectomy" on a 52 yr old male pt on 8/18/95, a 2cm stainless steel tip of a 2.3 mm dilator broke off while inside the l5-s1 disc space. Multiple attempts (unsuccessfully) were made under direct fluoroscopy to retrieve the piece.